Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser power was low and had to be increased to get the intended effect. Additional information has been requested.

Manufacturer narrative:
The core module was received for evaluation. The sample was installed in a calibrated system. The reported event could not be replicated and the sample was then found to meet specifications. The root cause of reported event can be attributed ¿internal component failure¿. However, which component caused the non-conformance remains inconclusive (as the sample evaluation found the sample to have no problem). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 23, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming core module. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).